Manufacturer narrative:
UDI is incomplete because the serial number is unknown. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was creating an error message. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval?), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Per the fse, they do not have a sa for this sites cardiosave and have never performed any pm's or repair work at this site before. Fse have no info to offer at this time.